Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a glenoid trial was discovered to be fractured the day after a total shoulder replacement. The two inferior peripheral pegs seemed to be fractured off. The surgeon reviewed the patient's radiographs and doesn't believe any pieces were retained by patient; however, location of fractured pieces are unknown. The surgeon felt there was difficulty during exposure of glenoid and needed to use more force for insertion. Attempts have been made and additional information on the reported event is unavailable at this time.